Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the investigation is in process. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Less than one (1) cfu of revivable micro-organisms were identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was then returned to an olympus service center for evaluation. During inspection and testing, service found the insulation resistance value was out of specification, the light guide rod lenses were cracked, ccd (charge-coupled device) cover lens was cracked, the adhesive on the bending section cover was worn, the connecting tube was wrinkled, the switch button #1 was worn, the universal cord was wrinkled, the plug unit was damaged, the bending angle was out of specification, and the biopsy channel was worn. The customer provided their cleaning, disinfection, and sterilization process. The scopes are pre-cleaned by aspirating water through the instrument/suction channel. The air/water channel, and the auxiliary channel are also flushed. The detergent used for pre-cleaning is aniosyme x3. The scopes are manually cleaned using a novaclean brush. The automated endoscope reprocessor (aer) used is an edt4, utilizing endodet detergent and endodis disinfectant. The scopes are stored vertically in a drying cabinet. Olympus is the maintenance company for the scope. The scopes are not sterilized. The aer was also tested for microbiological contamination; however, the test results were not provided. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and tested positive for greater than 80 colony forming units (cfus) of mesophilic bacillus spp. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.